Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number is necessary. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. Given the limited information, a search for an invoice (of the previous surgery) could not be conducted, therefore; the item removed could not be verified. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient presented at hospital with a painful knee. It was determined patient had an infection. Surgeon decided to do a wash out and poly swap in hopes of clearing the infection.